Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was alleged the e-4 error message did not appear on the infusion device when it should have and it appeared on the display screen too late. The patient experienced elevated blood glucose levels. No adverse event was reported. The infusion device was requested to be returned for product evaluation.